Event description:
On 06/30/2025 - the consumer reported that the device caught fire during use. The device was positioned behind his neck while he was sitting on a chair, with a towel placed between the device and the chair.

Manufacturer narrative:
On 6/30/2025 - although there is currently insufficient information to determine if there is a potential device malfunction, a medical device report will be submitted to the us FDA. The device in question is 33 years old and has not been sold for an extended period. It is a discontinued device. Our post-market surveillance activities have not identified any potential malfunctions associated with this device.this incident could have resulted due to consumer misuse of the product. The consumer reported using the product while sitting on a chair with a towel behind him. Users are warned to drape or use the product directly on top of the area being treated. The consumer has been contacted to obtain additional details and retrieve the product for investigation. A supplemental report will be provided once additional information from the investigation is obtained.